Event description:
It was reported by the sales rep that during a laparscopic prostatetectmy, the device was working intermittently. The handpiece was replaced with the same dispoable, case was completed with no patient consequence.